Event description:
It was reported that the external pulse generator (epg) required corrective maintenance/repair. The epg was returned to service and subsequently tested out of specification during manufacturer's analysis. No patient involvement in the event.

Manufacturer narrative:
Product analysis: it was noted that the external pulse generator (epg) battery drawer was broken/cracked. It was also noted that the upper case was damaged and the lower case around the ventricular patient output connector was cracked. It was further noted that the hanger, cover, bails and bail attachment covers were missing. Due to a lack of available parts the instrument was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.